Event description:
During procedure, a covidien duet trs stapler load (60mm-4.8mm) was opened onto field, and once it was inserted into the laparoscopic port it was noted that the synthetic material that is supposed to adhere to the staple line was loose. The staple load was removed and a new staple load was obtained and used without incident. A photo of the load is available for review upon request.